Event description:
Information received with return of the explanted device notes phrenic nerve stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received